Manufacturer narrative:
The results of this investigation concluded all three cusps contained tears and calcifications. There was fibrous thickening of all three cusps. Cusp 1 had focal outflow thrombus and focal acute inflammation within the cuspal tissue. Special stains were negative for organisms and no acute inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears, fibrin, and calcification were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
A 31mm epic mitral valve implanted on (B)(6) 2012 was explanted (B)(6) 2015 secondary to mitral stenosis. Per report, all three cusps contained tears and were encrusted with a yellow-tan soft tissue when the valve was grossly examined ex vivo. A 29mm non-sjm tissue valve was implanted.